Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the during an unspecified surgical procedure, the small battery drive device was not working. During in-house engineering evaluation, it was determined that the device had no voltage, failed check for oscillation/ forward/ reverse mode, oscillation angle assessment, check power with the test bench and check for sticky speed trigger. It was not reported whether there were any delays in the surgical procedure or whether a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.